Event description:
Reporter called lfs and alleged that the pt's meter was missing segments. The pt reported that the meter's display was blank. Pt did replace the batteries, which did not resolve the issue. The pt was experiencing blurry vision at the time, which is a symptom of high blood sugar. Pt took 1 actose pill, 30 mg and went to the clinic. At the clinic their blood sugar was tested and the blood glucose result was 379 mg/dl. Pt was treated with 8 units of regular insulin. The issue with the meter was resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction and there is evidence that the malfunction led to the serious injury. The pt was unable to obtain an actionable glucose result, which may have caused the pt self treat in accurately. The meter and testing supplies are being replaced for the pt.